Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's power of attorney called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer's power of attorney reported that the reservoir is empty despite having insulin earlier. Customer's blood glucose reading at the time of the incident was 170 mg/dl. Customer's current blood glucose reading was 247 mg/dl. Customer was unable to complete troubleshooting at the time of the call due to reservoir being empty and pump being stuck in the rewind sequence. Therefore, the root cause of the no deliver issue could not be determined. Product is not being returned or replaced.